Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor was implanted and a few days post implant a site infection was noted. Dressing was removed. Drainage was observed from the site. The patient had an entire reddened and hot left breast. No additional adverse patient effects were reported.